Event description:
It was reported the implantable cardioverter defibrillator was found in backup vvi operation. The software was downloaded successfully, and the device was reprogrammed. No patient symptom was reported.